Event description:
A malfunction alarm was reported with the pump during operation. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The customer was guided by technical support to use manual injection as backup therapy and instructed on how to put the problematic pump into storage mode before returning it. Technical support confirmed the shipping address and arranged for pump replacement, also providing a pre-paid label for returning the faulty pump.